Manufacturer narrative:
Correction: device code (B)(4) should not have been applied in regulatory report #: 3004209178-2017-17241. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a consumer. It was reported that the physician was going to manage the patient on oral medication and send for a dye study before making a decision to replace the pump. The issue resolution was listed as "n/a".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported an alarm (low battery reset and safe state) was heard and confirmed by telemetry. The hcp stated they were already managing the patient with oral medication. No patient symptoms were reported at that time. The event date was reported to be (B)(6) 2017. The pump contained hydromorphone [8 mg/ml] at a dose of 0.05 mg/day and clonidine [8 mcg/ml] at a dose of 0.05 mcg/day. The pump¿s indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-08-02 (B)(4) (hcp): information was received from a healthcare provider via manufacturer representative regarding a consumer receiving dilaudid and clonidine at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that the patient was presenting with signs of withdrawal and that the patient's pump is in safe mode. The physician pulled the logs and there was a low battery reset that occurred. The pump is listed under the battery performance, medical device correction. The physician is leaving the pump on minimum rate and managing with oral medication. They may replace the pump or consider alternative therapy (stim trial). The issue was not resolved.